Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. Prior to the arrival of the fse, the customer changed the sample pot and buffer syringe in additional to performing an ise enhanced clean. While onsite, the fse noted multiple clot detected errors had occurred in conjunction with this event. The fse primed the system and performed cleaning of the reference block. The fse completed a manual bleaching of the system. Beckman coulter internal identifier is (B)(4). No patient demographic information was provided. (B)(6).

Event description:
The customer reported receiving erroneous results for sodium, potassium and chloride on the au680 clinical chemistry analyzer. There was no change in patient treatment in association with this event.